Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, premature battery depletion was observed on the device. Technical support was contacted and recommended explanting the device when it reaches elective replacement indicator. Device explant is anticipated. The patient was stable.